Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient was not using aseptic technique during the setup process. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics (intraperitoneal, for two weeks) for peritonitis. At the time of this report, the patient has recovered from the event. It was reported that the patient was retrained on the proper setup using aseptic technique. No additional information is available.

Manufacturer narrative:
The event was reported to have occurred on an unreported date in (B)(6) 2020. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.